Event description:
Procedure: intervention on a colon. According to the reporter: after stapling the rectum, the staples didn't hold. The procedure was converted to a laparotomy, and the staple line was sutured.